Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the patient having gross osteoporosis with very poor bone quality. There may have been a possible fall by the patient that maybe blew out the glenoid components and fell apart. This was a revision of a past revision surgery. The representative confirmed that the djo stem remained in the patient.